Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's father contacted animas alleging the pump was intermittently powering off without any warning. The reporter stated that the power issue occurred a few times over the past few months. The patient's father reported it had most recently powered off during use the day prior. At the time of the call, the reporter informed customer support that they replaced the pump's battery on the morning of (B)(6) 2012 and the pump powered back on and has maintained power. At the time of troubleshooting, review of alarm history revealed that past 5 alarms since (B)(6) 2012 were all low cartridge alarms. The reporter denied any visible damage to the pump's battery compartment or battery cap. The alleged intermittent power issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on 11/08/2012 with the following findings: review of the black box and download history revealed no power resets or alarms related to the complaint in the history or black box. There was no damage found to the case or the returned battery cap and the battery cap was found to be within specifications. The battery cap was able to be attached properly to the pump for testing. The pump was exercised for 24 hours without power interruption or alarms. The pump cover was removed for further investigation and revealed no damage or contamination to the pump's interior.